Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Based on the information provided, this case is a medical complaint. Patient obtained a bg of 58mg/dl on the lfs meter. Patient had symptoms of shakiness and feeling disoriented. Spouse called the paramedics and patient went into the ER 1/2 hour later bg was 60mg/dl. No information on what treatment was given to patient. No information on how long patient was in the ER for. Check strip passed and ctrl sol on subject strips were 14(95-217). Patient used a second vial of strips and obtained a 120(95-127). Customer service replaced meter, since patient was uncomfortable in using meter.